Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, the device experienced stopper difficult to remove. This event occurred 3000 times. The following information was provided by the initial reporter. The customer stated: the department is the use of automatic assembly line, the machine automatically remove the stopper. The machine uses rotary cap removal. Often, some stopper are not completely removed, and the rubber stopper was left on the tube(as shown in the figure). In serious cases, the probe was damaged due to the rubber stopper, which affects the whole process of specimen processing.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. One hundred (100) retention samples from bd inventory were evaluated by visual examination and no defects were observed that would lead to closure separation. Additionally, ten (10) of the retention samples were randomly selected and evaluated by functional testing. The issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of closure separation based off photo analysis. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) (B)(4) usp units blood collection tubes, the device experienced stopper difficult to remove. This event occurred 3000 times. The following information was provided by the initial reporter. The customer stated: the department is the use of automatic assembly line, the machine automatically remove the stopper. The machine uses rotary cap removal. Often, some stopper are not completely removed, and the rubber stopper was left on the tube(as shown in the figure). In serious cases, the probe was damaged due to the rubber stopper, which affects the whole process of specimen processing.